Manufacturer narrative:
The customer tightened the fitting at the top of reagent probe b to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer reported a leak from reagent probe b, involving the unicel dxc 600i synchron access clinical system. In addition to the leak, the customer noted the following during the time of the event: cc (cartridge chemistry) cuvette not dry errors, cc motion errors, and multiple cc calibration failures. Approximately two teaspoons of fluid leaked. The leak was contained within the drip tray under the reagent probe. The customer was wearing personal protective equipment consisting of gloves, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.